Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain and post laminectomy pain. On (B)(6) 2015 it was reported that the patient was admitted to the ER (emergency room)/hospital and the nurse/hospital staff thought that the patient was overdosing. No alarms were mentioned. The patient appeared to be responding to dilaudid, but was possibly receiving too much. The patient was hospitalized. Additional information was received from the hospital nurse on (B)(6) 2016 and it was reported that he did not have the any information on any troubleshooting/diagnostics, action, or interventions done. He reported that the patient was also taking lyrica and did not believe the overdose was due to the pain pump. He said that the patient had been transferred out of their facility on (B)(6) 2015 and that the patient's pump managing physician would be the best person to follow-up with for additional information. Further follow-up is being conducted with the patient's pump managing physician to obtain the diagnostics performed, the actions/interventions taken, and the cause of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Corrected information: conclusion code no longer applicable.

Event description:
Additional information later received reported that the patient did not have an overdose secondary to the patient's intrathecal medications. The patient was admitted for aspiration pneumonia.